Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwrfu. No additional patient or event information is available. Labeling indicates: the receiver is not water resistant; do not get the receiver wet at any time. No product or data was provided for evaluation. The complaint confirmation of an error icon display could not be determined. A root cause could not be determined.